Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device displayed compressor failure 1471,1475 and 1173 messages. The clinician replaced the device to continue to treat the patient. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical corporation for evaluation. The customer's report was duplicated and attributed to the ribbon cable connecting the central processing unit (cpu) board to the power interface module (pim) board had exposed wiring. The ribbon cable was replaced as to resolve the report. The device was recertified and returned to the customer. Analysis of reports of this type has not identified an increase in trend.